Manufacturer narrative:
One device was received for evaluation. Visual inspection found device's upstream occlusion (uso) and downstream occlusion (dso) seal to be worn. A review of the event history log revealed a medium alarm: cannot start pump multiple times. Functional testing was able to duplicate the reported problem. It was determined that the latch lock flex sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not detecting the cassette. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.